Manufacturer narrative:
Continuation of concomitant products: 5076-58 lead implanted: (B)(6) 2013, dtma1d1 crt-d implanted: (B)(6) 2020.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high superior vena cava (svc) defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.